Event description:
It was reported that the ventilator had auto cycle issue during patient treatment. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been onsite and started the investigation. The air gas module was found defective and has been replaced. The replaced part has been requested but not yet received. A supplemental medwatch report will be sent when investigation is completed. (B)(4).